Event description:
It was reported that approximately two years post filter deployment, a detached filter limb embolized in the pulmonary artery. No reported attempts were made to remove the detached filter limb. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The patient status at this time is unknown. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and poor anticoagulation. At some time post filter deployment, it was alleged that the filter tilted, perforated, and detached. The device and filter limb(s) were removed percutaneously. However, filter fragments remain in the right pulmonary artery. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years post deployment, the patient underwent successful retrieval of the filter. The filter was tilted at the l1-l2 level. One fractured leg was posterior to the filter and completely extravascular and spot chest images showed one fractured arm had previously embolized into the right lower lung. The retrieval was complicated by severe multifocal legs that had penetrated through the ivc. Therefore, the investigation can be confirmed for limb detachment, filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2014, (manufacturing date 11/2011), (device code). (Outcome other ¿ description), (product catalog no., corporate lot no.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for filter limb detachment and filter tilt, as no sample was returned for evaluation. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; movement, migration or tilt of the filter are known complications of vena cava filters; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two years post filter deployment, a detached filter limb embolized in the pulmonary artery. No reported attempts were made to remove the detached filter limb. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The patient status at this time is unknown.